Event description:
Patient was laying in bed and dislocated the hip from the constrained liner.

Event description:
Patient was laying in bed and dislocated the hip from the constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
No determination could be made with the limited medical records provided. The event was not confirmed. Device history review indicates all devices accepted into final stock conformed to specification. Chr indicates there have been no previous reported events for this lot ID. The exact cause of the event could not be determined with the limited information provided.